Event description:
Nurses noted resistance in 1-inch safety glide needles when attempting to push out air from syringe. Nurse noted resistance even after removing cap from the needle. Issue was noted in several different needles within the same lot (2007149). FDA safety report ID # (B)(4).